Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot number. Return of the endobronchial tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
It was reported that in about ten minutes of pt use, leakage occurred from the cuff.